Event description:
The customer reported system error" displayed on right monitor, "x-rays disabled" displayed on left monitor.

Manufacturer narrative:
The ge service rep t'shooting, checked fuses, connectors/ interconnect cable. Re-seated boards. Re-load software/ cal. Files adjusted sharpness default settings, system operating normally.